Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified vessel. A 4.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. The balloon was inflated to 24 atmospheres (atm) and then to 20 atm. However, during the second inflation at 20 atm for 60 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. There were no complications reported and the patient was in good condition after the procedure.